Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered various fault codes: 1001: occurs when the device is in storage and the remaining capacity to explant is less than storage capacity measurement threshold. Battery not fully charged, 1002: average power greater than 75 microwatts and 1003: battery voltage less than expected based on approximate time to explant. All these codes were observed in a pre- implant state. It was recommended not to implant the device and it has been returned for analysis at this time. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered various fault codes: 1001: occurs when the device is in storage and the remaining capacity to explant is less than storage capacity measurement threshold. Battery not fully charged, 1002: average power greater than 75 microwatts and 1003: battery voltage less than expected based on approximate time to explant. All these codes were observed in a pre- implant state. It was recommended not to implant the device and it has been returned for analysis at this time. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.